Event description:
A customer reported receiving discrepant atni results for seven patients between dates (B)(6) 2013. However, the customer did not supply data (including exact patient results obtained at exact dates). Subsequent testing of the patients samples on their alternate access2 instrument generated lower results. The initial high results were reported outside the laboratory and customer is unaware if the high results had an effect on patient treatment.

Manufacturer narrative:
Service was dispatched and the field service engineer (fse) was on-site on (B)(4) 2013. He checked ultrasonics and replaced transducer tip and performed alignment. The fse then noticed that there was some fraying of the mixer belt and found a cable touching the mixer pulley motor. The fse replaced the mixer belt and checked/adjusted the mixer belt speed. He verified that instrument was performing within specifications. (B)(4).